Event description:
It was reported that an implant became mobile and was explanted approximately 10 months post-loading; the implant and pepgen p-15 bone grafting material had been concurrently placed an unknown amount of time prior to loading. It is not clear after several unsuccessful follow-up attempts if the graft integrated with the surrounding vital bone or if it also failed with the implant, nor is it clear why grafting was performed (i.e. Bony dehiscence, immediate placement). As a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial; the implant was removed, but not replaced.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and patient before the procedure is initiated and is dependent on many factors including the patient's age, sex, health, and social history, the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure). Primary stability of the implant, and graft placement technique. Though pepgen will remodel to bone at a similar rate as a natural bone in a patient, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Considering this and the available information, this event does not appear to be a result of a malfunction of the device. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.